Manufacturer narrative:
The device has not been returned to the manufacturer. No test strip lot info was provided. No meter serial number was provided. Based on the limited info provided, the root cause of the incident could not be determined. Insulin may have contributed to the hypoglycemic event. There was no indication in the report that the pt dosed based on meter readings. A normal blood-glucose value for the pt was not given. It is possible that the pt could experience hypoglycemic symptoms while the meter resulted in values of 84, 86 and 115 mg/dl. The owner's guide and previous field returns have been reviewed. The owner's guide instructs users to contact their health professionals if readings do not support their symptoms. There is no indication this was done. This event will continue to be trended.

Event description:
At the time of the described incident, the pt was involved in a clinical study (B)(6). On an unspecified date, the pt commenced therapy with insulin glargine (route, form, dose, lot/batch number and expiry date not reported). On (B)(6) 2013, she started using the bgstar meter. On (B)(6) 2014, the pt had a fall with mild traumatic head injury due to symptoms of hypoglycemic (nausea, blurred vision, feeling faint). She had measured her blood-glucose at 03:11 am with the bgstar: 86 mg/dl. She then tried to eat but she couldn't because of the hypoglycemic symptoms. She measured again with the bgstar and her blood-glucose was 82 mg/dl. It is at this point she fell and had to receive honey and sugar, administered by her husband, to recover. After recovery, she conducted a control solution test (result not provided) and measured her blood-glucose to be 115 mg/dl. At 03:48 am she recovered from her hypoglycemic symptoms, her blood-glucose measured 162 mg/dl but she had a headache. The headache remained until 10:00 pm.